Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of rash and bleeding. Patient sought medical treatment and was advised to treat with with otc hydrocortisone cream. The patient reported following proper skin preparation instructions.